Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, at the beginning of the case, as soon as scope entered trocar, the obtura tor/trocar broke. The coating inside the cannula flaked off. They grabbed a new trocar to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula and circular seal appeared intact. The radially expandable sleeve and obturator were not received. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula no resistance was noted. The distal end of the cannula was checked and inside showed signs of scratches and coating missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the scratches inside the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.